Event description:
It was reported that the patient was in emergency department (ed) with a flow of 1. The patient was unresponsive, required cardiopulmonary resuscitation (CPR) and return of spontaneous circulation (rosc) was achieved after unknown time. History showed high power with flow of 0.2l. It appeared that the event log file contained a lot of low flow estimates as well as a low flow hazard events when the calculated pulsatality index (pi) was elevated. There were no unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log. The mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically. It was also reported that the patient passed away on (B)(6) 2025, with cause of death as unknown. The outcome was not considered device or therapy related. It was unknown if an autopsy will be performed. The device was not explanted and will not be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed the reported low flow events; however, the reported power elevation could not be confirmed. A specific cause for these events could not be conclusively determined through this evaluation. It was noted that the patient outcome was not device or therapy related and that the device operated as intended. The account indicated that the device will not be explanted for evaluation. The system controller event log file contained events from (B)(6) 2025, per the timestamps. Multiple low flow hazard alarms were captured with estimated flow decreasing to as low as 0.2 lpm. No motor power elevations above the patient's baseline were observed. No other notable events or alarms were captured. The pump operated at the set speed throughout the entirety of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. Chapter 1, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. This chapter also addresses all pump parameters, including pump flow and power. In reference to power, this section states that pump power is a direct measurement of pump motor voltage and current. This section further states that changes in pump speed, flow, or physiological demand can affect pump power. Chapter 4 of the IFU describes pump flow and hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Chapter 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.